Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, estimated longevity for device was 1.6 years but the battery voltage trend seemed to be closer to eri. Device replacement will be scheduled in a few months. Patient's condition is good.